Event description:
It was reported that a vns patient was hospitalized due to an increase in seizures. The treating physician had issues interrogating the patient's device as communication was not possible until the patient was successfully interrogated using the same programming system. System diagnostics performed indicated everything was within normal limits (ok/ok/no). Additional information was received from the treating physician regarding the patient and the event of increase in seizures. The treating physician indicated, the patient's increase in seizures was of unknown reason and maybe related to a concurrent infection as the increase in seizures was above pre-vns baseline. No medication changes were reported that could have contributed to the reported increase in seizures. The patient was admitted to the hospital and for the next 4 days, vns was checked twice a day, showing normal function and no end of service on sight. Current interventions were to introduce rufinamide, which significantly reduced the patient's seizures and was released from the hospital.